Event description:
Edwards has received information that this bioprosthetic valve has exhibited severe tricuspid regurgitation at one (1) month and at four (4) years after implant. Device was used to treat a male patient in his late 40's with ebstein's anomaly. Device remains implanted. General symptoms noted: poor appetite, loss of body weight (3 kgs), weakness and shortness of breath. No new symptoms were noted for last opd.

Event description:
Edwards received additional expert review of the patient's echo history which revealed moderate tricuspid regurgitation onset early post operatively. The tricuspid valve anatomy visualized four (4) years post operatively was abnormal. Follow up with the healthcare provider revealed that the patient is okay and intervention is not indicated at this time. The patient will be follow up by the out patient department.

Manufacturer narrative:
Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Sex: female.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.